Manufacturer narrative:
On (B)(6) 2023 an immucor field service engineer (fse) examined galileo echo v2.0 instrument serial number (B)(6) at the customer site. The fluidics module lid lock was determined to be worn/damaged and was replaced. The internal immucor reference for this event is (B)(4).

Event description:
On (B)(6), 2023 a customer reported that an operator received a minor injury when the opened fluidics cover on their galileo echo v2.0 instrument unexpectanly fell down during the decontamination process.